Manufacturer narrative:
Patient revised after 7 months for dislocation of an unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Patient was revised approximately 7 months after the primary surgery which occurred on (B)(6) 2023. No fall or other trauma reported. Patient dislocated for unknown reasons and was not able to move their arm. 36 mm centered glenosphere and 36 mm + 9 humeral stability cup explanted. These parts were replaced with a 40 mm centered glenosphere, a 40 mm + 6 stability humeral cup, and a 9 mm spacer.